Event description:
It was reported that a pt has a fractured vena cava filter with emboli of fragments to the heart and lung. The filter was implanted approximately eight or nine years ago.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for eval, as it remains implanted. Based on the info received, the results are inconclusive and the root cause of the event is unknown. Numerous attempts have been made to obtain additional info, but to date no response from the user facility.